Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer found the non-tandem cannula to be kinked. Reportedly, an occlusion alarm did not occur during this event even though the cannula was kinked. Blood glucose (bg) was 467 mg/dl with diabetic ketoacidosis and bg was addressed with bolus. Reportedly, customer was vomiting. Customer successfully inserted a new infusion set to address the event and insulin delivery was resumed.